Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the tube containing the product was punctured. The product was not used on or by a patient. A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
Corrected reporting entity from convatec inc. To convatec. Correction to device manufacture date from 11/28/2017 to 12/14/2017. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and pm's were completed with no issues raised. Lot number 7l05547 was sterilized and released on review of results. All the results were within specification and products were released. The production process, in process testing and packaging of product were all run in accordance with process instructions for gel filling and final packaging. A visual inspection in accordance with product specifications and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was raised during the manufacturing process of lot 7l05547. This is the only complaint registered for the affected lot in track wise. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms the complaint issue. A non-conformance was raised for a hole in the tube based on the complaint received. This also applies to this complaint issue that there is nowhere on the filling machine for this to occur. With the size of the hole in the tube being so large and the process of packing tubes being very manual including visual inspection that the gel would have leaked and the operator would have felt the leaking gel all over the tube. Operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.